Event description:
Revision surgery due to the patient had loosening of the glenoid implant and suspected infection.

Manufacturer narrative:
The agent reported the patient had loosening of the glenoid implant and suspected infection. Female 54. Complaint has been evaluated and is similar to report number 1644408-2022-01081; 521-07-250, s810 - device loosening, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.